Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and now is not working. Pump will rewind and when holding button down it will fill but when going to bolus it does not move, and then gives her a no delivery. The piston in the reservoir compartment was not moving. Customer blood glucose was 375mg/dl. This morning customer's blood glucose was 426mg/dl; treated with a shot. During displacement test the pump alarmed no reservoir. The customer was advised to monitor and call back if issue persists.